Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. Logs show no button related errors occurring during that time period. The unit was tested on an in-house system in normal mode where it triggered no errors but had an issue with the tornado down button not working. Unit was also tested on a psc fixture test platform (pftp) where it failed the insertion buttons test on tornado down. A golden axes controller spar button (acsb) 3 printed circuit assembly (pca) was installed, and the unit passed insertion buttons test on retry. The unit passed all other required tests thereafter. During investigation, liquid intrusion was found around the tornado buttons and the acsb 3.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could reproduce the reported issue and replaced the universal surgical manipulator (usm) to resolve the issue. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that there was a set up joint manipulation issue. The tornado on universal surgical manipulator (usm)4 was not moving. No known impact or patient consequence was reported.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during setup; the procedure was completed successfully with the system in its original configuration using all four universal surgical manipulators with no harm to the patient.

Event description:
Refer to h10/h11 for follow-up information.